Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). No phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse cleaned the system fan filter to reduce the noise. The fse also resolved the low tidal volume alarm by adjusting the unit's settings. The device passed performance verification testing.

Event description:
It was reported that the unit made a noise and declared a low tidal volume alarm. There was no patient involvement. Event date not specified; estimate used.